Event description:
The device was returned to the MFR after 43 months due to suspected por (power on reset). The device had returned to nominal parameters. The patient's current status is good.

Manufacturer narrative:
Final device analysis results revealed broken bondwires.